Manufacturer narrative:
No malfunction was alleged.

Event description:
It was reported the patient fell out of bed due to being propped up with too many pillows. The patient suffered a laceration that required sutures. There was no reported malfunction of the device.